Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use the access ports were used and the device was removed successfully from the patient's anatomy. Hemostasis was achieved with the clip. There were no adverse patient effects reported. Though requested, no additional information was available.